Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as red burning broken blister.There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze and Ketoconazole 2% cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
not applicable.